Event description:
The core impaction drill was sent in for evaluation due to overheating during a tooth extraction. No adverse event was reported, the procedure was completed with another device without any procedure delay.

Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated; the device overheated during testing. Upon further investigation, a damaged rotor, spindle housing and core drive shaft assembly were noted. The rotor coupler transmits torque to the driveshaft; a failure of the coupler can cause the driveshaft and the rotor to stick together resulting in increased friction between the moving parts; this can lead to increased heat production. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.